Event description:
It was reported that 2 bd¿ 20 ml eccentric luer slip tip syringe ce had "black" foreign matter in syringes. The following information was provided by the initial reporter, translated from french to english: our operating room found a suspicious black element in two 20-ml sterile syringes from bd.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13jun2023. H6: investigation summary: two used sample syringes and photos received by our quality team for investigation. Through visual evaluation, a black particle is observed in the fluid path of the syringes. Since syringes are contaminated, fourier transform infrared spectroscopy could not be performed to identify the foreign matter. A device history review was performed for the reported lot 2304060, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. While we cannot identify a direct issue, the particle likely generated during the assembly process due to contamination. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that 2 bd¿ 20 ml eccentric luer slip tip syringe ce had "black" foreign matter in syringes. The following information was provided by the initial reporter, translated from french to english: our operating room found a suspicious black element in two 20-ml sterile syringes from bd.